Event description:
It was reported to boston scientific corporation on (B)(6) 2008 that a trapezoid rx lithotripter compatible basket was used during a procedure to retrieve stones on (B)(6) 2008. According to the complainant, "it was noticed that the contrast media did not exit from the tip of the device, but leaked from the handle." The procedure was completed with this device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the batch number of the device; therefore, the device manufacture date is unknown. A visual examination of the returned device revealed a large amount of contrast residue that prevented proper investigation of the device. Therefore, the cause of the reported malfunction is undetermined. The (B)(6) 2008 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted. (B)(4).